Event description:
It was reported that a distributor discovered two polaris 5.5 ti plug drivers with rounded tips after they were returned from a hospital. There was no patient impact. The manufacturer later discovered that the tips are twisted, so this event is being reported. This is report one of two for this event.

Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is deformed/twisted. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left (B)(6) control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.